Event description:
It was reported that while in the angiographic lab, the md inserted the iab and started another brand pump. It was noticed that the distal end of the iab was not inflating. As a result, the md removed the iab and replaced it with another brand iab. There were no reported patient complications.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.